Event description:
It is reported that during a knee arthroplasty procedure that the correct size of inlay was not available due to back order issue. The metal components had already been cemented in place, so the tibia had to be removed and a follow-up resection had to occur so that a matching inlay could be used. Two millimeters more bone than normally necessary had to be removed from the patient.

Manufacturer narrative:
(B)(6). Upon reassessment of the reported event, it was determined to not be reportable. There was no alleged deficiency of a product reported. The initial report was forwarded in error and should be voided.